Manufacturer narrative:
The events of infection (early onset) and wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: infection (early onset) and wound dehiscence. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported an infection after tissue expander were placed and receiving therapy for seroma. Patient also reported "incision was getting a red coloring and opened up." This is for unknown side. Device has been explanted.